Event description:
The pt had back surgery and was told that while she was in surgery, they said they "stayed clear of the inflammatory mass" and were not going to remove it. When asked to clarify if they said inflammatory mass or scar tissue; the pt said she wasn't certain. The pt stated that she had difficulty walking due to drop foot. She reported falling down and breaking her elbow and fracturing her skull. The pt was at home. Her status was undetermined at the time of this report. The pt was encouraged to contact her health care professional. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.